Event description:
The patient had pain in his upper extremities. A dye study was done and it was determined that the catheter had migrated/dislodged. The spinal segment was no longer intrathecal; it was in the epidural space. On (B)(6) 2015, a catheter revision was done. The old spinal segment of the catheter was explanted and a new spinal segment was implanted and attached to the existing pump segment of the catheter. The patient status was reported as ¿alive-no injury.¿ the patient was doing fine following the revision and receiving effective therapy. The device system was delivering fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).